Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was hospitalized due to a bent cannula issue. Highest blood glucose level reported was 770 mg/dl. In the hospital, the patient received multiple daily injections as corrective treatment, which resolved the issue. The infusion set had been in use for three days. There was no permanent damage to the patient. The patient stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.